Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm abdominal aortic aneurysm approximately 9 months ago. The iliac vessels had moderate tortuosity. It was reported that there was an unknown endoleak at the end of the case and the endoleak was left untreated. There was a CT with contrast performed five days post index procedure with no report of any further intervention at this time and the aaa was 5.3 cm in diameter. It was reported nine months post index procedure that the patient had an intervention for repair of aneurysm expansion. No additional information has been received. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Event term changed to "left renal fenestration". Resulted in medical/surgical intervention to prevent permanent impairment to body s tructure/function.

Event description:
Additional information was received for this case. It was reported that the unknown endoleak was confirmed to be a type ii endoleak.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).